Event description:
It was reported that patient's primary knee was done. The patient began to have pain in tibia. Upon looking at xrays, the surgeon determined the tibial stem was through the lateral cortex. The patient underwent revision surgery. The entire tibial component and poly was removed, a total of five implants. Affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that patient's primary knee was done. Sales rep did not have information about the first revision that was done on (B)(6) 2019. The patient began to have pain in tibia. Upon looking at xrays, surgeon determined the tibial stem was through the lateral cortex. Xrays were attached. The patient scheduled revision surgery on (B)(6) 2025. The entire tibial component and poly was removed. A total of 5 implants. These implants and lots are listed and marked with a blue x on the first revision implant log from (B)(6) 2019. All unmarked implants were retained. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. See attachment (B)(4) scan (B)(6) 2025. The x-ray investigation revealed nothing indicative of a device nonconformance at the atun tib slv m/l 29mm full por. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the atun tib slv m/l 29mm full por would have not contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.